Event description:
It was reported that the customer was experiencing high blood glucose of 410 mg/dl. It was stated that the customer had nausea, vomiting, and high ketones. Troubleshooting was performed. The bolus and basal matched with the daily totals. A bolus was programmed and the insulin did exit. Performed a high pressure test and passed. It was mentioned that the insulin pump alarmed motor error several times. Ran the displacement test and passed. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the rewind, basic occlusion, occlusion and displacement tests. However, the device alarmed an error during the prime test as a result of a loose drive support disk. The motor was tested and passed the test. Further testing could not be performed due to the prime anomaly.